Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
End user advised both front casters are missing rubber. End user advised veranda chair.